Manufacturer narrative:
The suspect axiem box was returned and evaluated. Reported problem was confirmed. Axiem reported a high internal temperature fault. Hardware investigation completed. This issue has been added to a hardware anomaly database for trending and monitoring.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement portable axiem box shipped to site 12/28/2016. No parts have been received by manufacturer for analysis. On 01/04/2017 a medtronic representative performed a navigation system planned maintenance (pm), software and instruments areas passed. Hardware test failed. Axiem box displayed an orange fault led light. Diagnostic screen displayed an error message indicating overheating. Axiem box was replaced. Issue resolved. System performed as intended. - no further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system axiem box displayed an orange fault led light. Diagnostic screen gave an error message indicating overheating. No further details regarding the issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.